Manufacturer narrative:
Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that seal integrity is compromised as well as foreign matter with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported customer received one unsealed needle with black coloring around the head/screw thread. Description of issue: contact reported customer received one unsealed needle with black coloring around the head/screw thread. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 1. Item number: 26 g, 1/2¿ needle ¿ 305111. Product lot number: m8172842 (needle), m182892 (box). Are samples available for investigation?o yes. Does customer authorize bd to contact customer to obtain sample(s)? Yes. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
Investigation: one (1) sample was provided by the customer for analysis. One (1) end of the blister pack has not been sealed and there is black material on the end of the needle hub. An unsealed package can result from an operator not clearing the row of unsealed packages when the packing machine is stopped due to load cell fault. Foreign matter (fm) could result from the manufacturing process and was allowed inside the unsealed package. A device history record review could not be completed as no batch number was provided.

Event description:
It was reported that seal integrity is compromised as well as foreign matter with a bd precisionglide¿ needle. The following information was provided by the initial reporter: it was reported customer received one unsealed needle with black coloring around the head/screw thread. 1. Description of issue: contact reported customer received one unsealed needle with black coloring around the head/screw thread. 2. Did the customer insert the needle into the cartridge and encounter fill resistance? O no. Proceed to step 3. 3. Number of occurrences: 1 4. Item number ¿ 26 g, 1/2¿ needle ¿ 305111 5. Product lot number: m8172842 (needle), m182892 (box) 6. Are samples available for investigation?o yes. Does customer authorize bd to contact customer to obtain sample(s)? ____yes. 7. Did issue cause any injury? If yes, what type of injury? No. 8. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.